Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer reported experiencing an infection after wearing the abbott diabetes care (adc) device for fourteen days. It was further reported that the symptoms consisted of a small white pus-like lump near the center of what appeared to be the puncture site, and pain in the left arm where the sensor was attached. The customer did not contact a healthcare professional and treated themselves at home with aquatim cream 1%. There was no report of death or permanent impairment associated with this event.